Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an arthroscopic surgery the device had metal abrasion. The surgeon was able to wash out all the fragments and finished the surgery successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500fot (laser marked with component batch 47682032) for further details. Visual inspection identified that the outer tube hood was bent around the cutting head. Inspection under micro-vu ID:654 identified metal abrasion along the ar-8500fot cutting head and along the warped edge of the outer tube hood, consistent with sites of metal debris production. Based on the observed condition of the device, this event is most likely the result of user applied forces via prying/leveraging against bone and/or hard tissue during use.